Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that their insulin pump inappropriately suspended due to a sensor glucose of 212 mg/dl and a blood glucose of 125 mg/dl. Troubleshooting was initiated for the discrepancy in sensor glucose and blood glucose readings. The sensor was not returned or replaced.